Event description:
It was reported that a patient underwent a scarf osteotomy on (B)(6) 2013. During the procedure, the top of a screw split vertically in half and the surgeon removed the screw from the patient¿s bone. Another barouk screw was utilized to complete the procedure. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.